Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was approximately between 400-435mg/dl. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.